Manufacturer narrative:
(B) (4).

Event description:
The pt reported symptom relief for three days after implant. Four days after implant, with program one at 8.5v, the highest possible level, the pt felt no stimulation and symptoms of incontinence returned. The program was changed to the same voltage on program three, and the pt was directed to evaluate the results for 24 hours. The pt then reported no stimulation sensation in the vaginal area. She did feel the stimulation at the ins site during troubleshooting. The pt was instructed to turn off the device until evaluated by the healthcare provider due to the pocket stimulation.